Event description:
Device malfunction: none. Symptoms/ae: light paralysis, embolic infarcts. Time of symptoms/ae: after the procedure. It was reported that one day after an uneventful common carotid artery stenting procedure with an absolute biliary/peripheral stent, the patient experienced symptoms of "light paralysis". A CT scan was performed showing small cerebral embolic infarcts. The physician felt that this is not device or procedure related as the patient had experienced small cerebral embolic infarcts three days before and one month prior to the interventional procedure. There was no additional information provided.

Manufacturer narrative:
The stent remains in the patient. The lot history record (lhr) was reviewed and there are no non-conforming material reports which could have contributed to this report.